Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery. Battery / (B)(4) / model #: 1650de / expiration date: 2015-01-31. UDI #: (B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 2014-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the manufacturer that while reviewing log file data for a prior event, the data revealed power switching. The two batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the batteries ((B)(4)) were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via log files analysis. Log files revealed that the controller in use during the reported event, (B)(4), did not contain the smr software. Analysis of the data file revealed several premature power switching events involving (B)(4) due to communication errors and/or due to faulty internal cell pairs. An internal investigation was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. That investigation determined that there is a potential for (B)(4) to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to communication errors and a potential for the batteries to malfunction due to faulty internal cell pairs. An internal investigation evaluated communication errors. Additional products: battery (B)(4), h3: yes, h6: FDA method code(s): 3317, 3372, h6: FDA results code(s): 131, 3213, h6: FDA conclusion code(s): 25. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrections: h6, h9, h10 a supplemental report is being submitted for corrections. H6 FDA method codes corrected from 3317, 3372 to 3331, 4112. H9 correction number corrected from z-1887-2016 to z-1607-2014; z-1887-2016. H10 this report contains an update to the product event summary to reference the formal investigation associated with the reported failure and associated z-number. The previously reported failure and investigation findings remain unchanged. Additional product serial # (B)(6) catalog # corrected to 1650de and FDA method codes corrected from 3317, 3372 to 3331, 4112. Product event summary: the batteries were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. The reported event was confirmed via log files analysis. Analysis of the data file revealed several premature power switching events involving the batteries due to communication errors and/or due to faulty internal cell pairs. An internal investigation was initiated in january 2016 to recall any remaining batteries with lishen hvad battery packs. The internal investigation determined that there is a potential for the batteries to malfunction due to faulty lishen cells within the hvad battery pack. This potential malfunction may have contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to communication errors and a potential for the batteries to malfunction due to faulty internal cell pairs. An internal investigation evaluated communication errors. Additional products: d4: catalog #: 1650de / serial #: (B)(6) h6: FDA method code(s): 3331, 4112 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery/bat045524. (B)(4). If information is provided in the future, a supplemental report will be issued.